Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer tip broke off at the hub. Although multiple attempts made there are no additional event details provided by the customer.

Manufacturer narrative:
Additional information provided from the customer no longer makes this file MDR reportable.

Event description:
The customer reported that the male luer tip broke off at the hub. Although multiple attempts made there are no additional event details provided by the customer.